Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked lcd keypad connector. The insulin pump power up properly after battery installation and the operating currents are within specifications. No unexpected low battery or battery alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement. All bolus programmed during our testing was delivered properly and stored at the bolus and daily total history screens. No bolus or bolus history anomalies were noted. The insulin pump had cracked case at the display window corners and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 113 mg/dl. The customer stated button not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.